Event description:
During routine between - patient's testing, users reported that the driver assembly appeared to have vibrated off its base. There was no patient involvement and no reports of functional problems with the 3100a.